Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) unspecified infusors were leaking. The infusors contained fluorouracil. This issue was identified during product set up/preparation and prior to patient use. There was no patient involvement. No additional information is available.